Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the nurses wanted to connect the catheter to the machine and there was a spontaneous bleeding from the catheter discharge position. There is a leakage (scissure) on the catheter approximately 1.5 cm long. Initial implant date of catheter: (B)(6), 2009. A new catheter had to be implanted.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.